Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, inappropriate battery data was observed. The device will be monitored.